Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery-suction ring assembly issue with an intralase patient interface (pi) after the laser fired. The customer indicated that the suction was lost at one (1) second remaining in the treatment, so the surgery was successfully completed by switching the cone and re-cutting the side cut. There was no patient injury reported and no surgical intervention was required.